Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was obtained via radial artery. The de novo, eccentric, 3.5x18mm, 80% stenosed target lesion was located in the non-calcified and mildly tortuous left anterior descending (lad) artery. A 6f guide catheter and a non-bsc guidewire was used to cross the lesion. The lesion was predilated with a 2.5x12mm balloon catheter. A 3.50x20mm promus element stent delivery system (sds) was selected to treat the lesion. When the device reached the lesion, the physician noticed that the tip of the stent was deformed. The procedure was completed with another of the same device. No complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: device analysis determined that the condition of the returned device was consistent with the complaint incident. A visual and microscopic examination found that the stent was damaged. The struts on the 2 most proximal rows were lifted and the 7 most distal rows were bunched up. It was also noted that the stent had moved distally on the balloon just beyond the distal markerband. The hypotube was kinked at various locations. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was obtained via radial artery. The de novo, eccentric, 3.5x18mm, 80% stenosed target lesion was located in the non-calcified and mildly tortuous left anterior descending (lad) artery. A 6f guide catheter and a non-bsc guidewire was used to cross the lesion. The lesion was predilated with a 2.5x12mm balloon catheter. A 3.50x20mm promus element stent delivery system (sds) was selected to treat the lesion. When the device reached the lesion, the physician noticed that the tip of the stent was deformed. The procedure was completed with another of the same device. No complications were reported and patient's status was stable.